Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed - unknown. "This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." "Subject of complaint septum damage" "report from the sales rep: the septum was fragmented and the fragment fell outside the abdominal cavity. The procedure was successfully completed and. The cer check list is unavailable. The patient status is ok. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented and the missing portion size is approx. 1.0 mm x 1.1 mm. The fragment was not returned to us. The unit will be returned to amr for further evaluation. (B)(4)." Patient status - "no patient injury"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.